Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions was added to capture the proglide device being attempted to advance through the sheath and not over a guide wire. The device was not returned for analysis. Reportedly, the proglide device was inserted through the sheath and it would not advance. It should be noted that the electronic perclose proglide instructions for use states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. The investigation determined the reported difficulties are related to user error and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional procedure in the contralateral common femoral artery and superficial femoral artery with lysis and percutaneous transluminal angioplasty. Reportedly, the proglide device was inserted through the sheath; however, it would not advance. The sheath was exchanged for a new 6f sheath. The proglide device was reinserted through the sheath but again failed to advance. A new proglide device was inserted the same way with the same results. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.